Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke, the brush was askew on the toothbrush / brush broke off [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that she bought new oral-b power oral care refills precision clean that were suitable for her oral-b power battery toothbrush handle advance power; she used them for the first time 4 weeks ago. The consumer stated that the first brush head broke pretty quickly; the brush was askew on the toothbrush. The consumer grabbed a new one and was very shocked that while she was brushing her teeth on (B)(6) 2017, the brush broke off. The consumer put a new brush head out of the same pack on her toothbrush, and the brush was askew on the holder. No symptoms developed. Relevant history: none reported. No further information was provided. On 16-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were from a pack of 4. The consumer explained that there was one brush head that had been in use since (B)(6) 2017; she still had an unused one and a broken one. The consumer immediately threw away the first brush head that broke. The consumer tried to scratch off the gray logo with a coin, but it didn't work. The consumer also reported that on (B)(6) 2017 the toothbrush would not turn on anymore; it kept running, even without the brush head, so it was also broken. No further information was provided. On 20-jul-2017 received follow-up phone call with consumer: the consumer reported that her toothbrush was just 3 years old. No further information was provided.

Manufacturer narrative:
05-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 23-aug-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke, the brush was askew on the toothbrush / brush broke off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that she bought new oral-b power oral care refills precision clean that were suitable for her oral-b power battery toothbrush handle advance power; she used them for the first time 4 weeks ago. The consumer stated that the first brush head broke pretty quickly; the brush was askew on the toothbrush. The consumer grabbed a new one and was very shocked that while she was brushing her teeth on (B)(6) 2017, the brush broke off. The consumer put a new brush head out of the same pack on her toothbrush, and the brush was askew on the holder. No symptoms developed. Relevant history: none reported. No further information was provided. 16-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were from a pack of 4. The consumer explained that there was one brush head that had been in use since (B)(6) 2017; she still had an unused one and a broken one. The consumer immediately threw away the first brush head that broke. The consumer tried to scratch off the gray logo with a coin, but it didn't work. The consumer also reported that on (B)(6) 2017 the toothbrush would not turn on anymore; it kept running, even without the brush head, so it was also broken. No further information was provided. 20-jul-2017 received follow-up phone call with consumer: the consumer reported that her toothbrush was just 3 years old. No further information was provided.